Event description:
The customer reported the ventilator was alarming due to a pt circuit occlusion. The ventilator was not in use on a pt there was no pt harm reported. The MFR's service tech was able to duplicate the reported complaint in normal ventilation mode use. The service tech reported the ventilator bower was not functioning. The service tech replaced the blower to address the reported problem. Failure of the blower in normal ventilator mode could result in no ventilation or air output during operation. Applicable final testing was completed and passed to operating specs.

Manufacturer narrative:
Supplemental report

Event description:
Factory analysis of the returned blower observed the impeller not spinning easily. Evaluation and testing revealed a shorted temperature sensor caused the blower not running, which resulted in the reported issue.

Manufacturer narrative:
Event date: (B)(6) 2014. MFR received date: 06/16/2015. Conclusion / root cause: the blower assembly test failed and duplicated the reported complaint of a ¿patient circuit occluded alarm¿. This report is being submitted as part of the remediation for CAPA (B)(4).